Manufacturer narrative:
Product ID: 2af283 product type: balloon catheter product event summary: the 2af283 balloon catheter of lot number 21926 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 11 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 indicating that the safety system detected fluid in the catheter and stopped the injection. Pressure testing and inspection of subcomponents of the balloon, handle, and shaft segments was carried out. During pressure testing of the balloon segment, an outer balloon breach was observed. Dissection of the balloon segment identified an outer balloon breach (pinhole type). During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.4 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the return product inspection due to an outer balloon pin hole and a guidewire lumen kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the balloon catheter, a system notice indicated a problem with the injection process and a system notice was received indicating that the safety system detected a compromised outer vacuum. Ice formation was observed on the connection of the catheter with the coaxial umbilical. The catheter was replaced, resolving the issue. No patient complications have been reported as a result of this event.